Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular channel exhibited over-sensing noise. On (B)(6) 2019, the patient presented in clinic and alerts were turned on for the patient's right ventricular channel. On (B)(6) 2019 the patient's implantable cardioverter defibrillator was removed and replaced due to the recurring right ventricular channel noise and due to decreasing high voltage lead impedance and right atrial channel impedance. A header anomaly was suspected. The patient was stable throughout. Related manufacturer reference number: 2017865-2019-02749.

Manufacturer narrative:
Analysis was normal. No anomalies were found.